Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged an inaccurate delivery issue beginning on (B)(6) 2016. The patient had a blood glucose reading of 'high' with chest pain and rapid deep breathing, and was treated in the ER with IV fluids and other treatment. Customer was unable to troubleshoot pump. This complaint is being reported because of the alleged inaccurate delivery and the hyperglycemia.